Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after 3 hours wearing time, the insulin catheter detached from the adhesive "rondelle" and came out of the skin. No adverse health outcomes occurred.